Event description:
Caller alleges the adhesive on the infusion set is defective. Caller reported the infusion head set fell off of her body; 3 head sets from the same lot have fallen off in a 2 weeks period. No adverse event reported. Requested return of the alleged device for evaluation.